Event description:
Review of jsls article entitled, "laparoscopic sleeve gastrectomy: our first 100 patients" revealed that a pt experienced a gastric fistula and left upper quadrant abscess 10 weeks after undergoing a laparoscopic sleeve gastrectomy in which gore seamguard bioabsorbable staple line reinforcement was used. The pt was initially treated with parenteral nutrition and antibiotics. A stent was placed due to continued fistula output and was removed once output decreased.

Manufacturer narrative:
Article citation: ashish nath, karl a. Leblanc, et al., laparoscopic sleeve gastrectomy: our first 100 patients. Jsls(2010) 14:502-508. The authors did not identify a cause for the gastric fistula. However, it was noted that non-compliance with dietary restrictions may have contributed to high fistula output. Event specific info has not been made available. Gore has made an attempt to obtain additional info regarding the circumstances of the report as well as specific device and pt info from the authors. All info has been made available for tracking, trending and follow up.